Event description:
It has been reported to philips that the vl caused the pro to fail multiple times. It indicated that a shut down was required and gave no other options. The rest of the screen was black and there was no option to return to the vitals screen. It did not go away when the vl was removed from the port.